Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed even after a hard restart. The field service engineer (fse) found that the pocket in the drawer was faulty. The fse helped the customer replace the pocket and re-seated the board cable. The hardware test application was used to verify the operation, and the customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 pocket c3 had failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.